Event description:
Handy solutions, a subsidiary of navajo manufacturing company. The affected model is nbb25607 heating pad wrap for shoulder and neck. Plugged in product and product overheated; the product had a charcoal appearance.